Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap was loose and sticking out of the device and not recessed into the unit. Customer's blood glucose was 436 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting and indicated they had a steroid shot. No further details given.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.